Manufacturer narrative:
(B)(4). Date sent: 05/13/2020. Additional information received per patient: patient indicated that it¿s her understanding two different devices were utilized during the first procedure and the surgeon told her the ¿device fired before she was ready for it to fire.¿ she was advised that one side of the staple line formed and the other did not. She also reported that she underwent an additional surgical procedure on the second post operative day as the hemorrhoids had ¿fallen back down.¿ additional information received: 1. (B)(6) 2020 path report; 2. 14.2020 op note; 3. 12.2020 op note. Ethicon consulting surgeon was able to review the medical records provided and converse by phone with surgeon. His summary follows: I had a chance to speak with the surgeon today regarding this case. She was very explicit in the difficulties she encountered. Working with her sales rep, she developed a technique that she¿s ¿used hundreds of times¿ since then without difficulty until this case. Essentially, her difficulty was in not being able to cut the washer and complete the firing stroke. She thought it was perhaps because she was just not strong enough and in fact, had someone in the operative field place their hands around hers and together with four hands were unable to break the washer. She subsequently removed this stapler, reorganized the anal canal and fired a second stapler without difficulty. The patient developed a small hematoma which, for the record, she referred to as thrombosed hemorrhoids that required a brief return to the operating room at 48 hours for drainage. The patient has subsequently done well and was seen in the office the day I had my conversation with the surgeon. The patient was advised her recovery was complete and the vague pressure sensation she experiences is common after hemorrhoid surgery and would pass in due time. Given the information provided, it does not appear the reoperation had any relationship to the difficulty experienced with the device. - attachment: [(B)(6) 2020 path report_redacted.pdf, 2.14.2020 op note_redacted.pdf, (B)(6) 2020 op note_redacted (002).pdf].

Manufacturer narrative:
(B)(4). Batch # t5d07d. Additional information was requested, and the following was obtained: what was the grade of hemorrhoids? Will try to follow up with surgeon. Were the hemorrhoids circumferential or in specific quadrants? Will try to follow up with surgeon. What is the surgeon¿s experience with the pph procedure? Surgeon has been a frequent user over ten years. What is the surgeon¿s experience with the pph device? Uses regularly. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Surgeon stated the indicator was in the middle of scale. Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Yes to both. Was a complete washer transection confirmed? No, washer was not transected. The device that is returning, is this the device from the original procedure or the device that was used in the re-operation? Returned device is from the initial procedure. A separate device was opened and procedure was completed successfully device analysis: the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a hemorrhoidectomy, the pph hemorrhoid stapler would not fire. The knife blade would not break the washer. Had to remove and open new stapler. The surgery was delayed 10 minutes due to this event. The procedure was successfully completed. There were no fragments generated. The patient was experiencing pain and the surgeon brought patient back to operating room and there was thrombosed hemorrhoids. Another hemorrhoidectomy was performed.